Event description:
It was reported, the customer had issues with their transmitter not blinking when connected to their sensor. Troubleshooting found the customer's sensor was kinked. The customer declined to troubleshoot for their damaged sensor cannula. It was also found the customer was experiencing high blood glucose while reporting a bad sensor alert. The customer's blood glucose was 420 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.